Event description:
It was reported that during a hemorrhoidectomy procedure, the device would not cut, and only partially stapled. The procedure was completed by hand-suturing. There was no patient consequence.